Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged response buttons) was investigated. As received, the front and rear response buttons were non-responsive. The monitor showed signs of physical abuse as the response button covers were missing and the lcd and enclosure cover were cracked. The cause of the non-responsive response buttons is a missing switch in the rear response button and a damaged switch in the front response button. The root cause of the missing switch and damaged switch appears to be physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor appeared to be damaged.